Event description:
The clinician reports the implant was inserted (B)(6) 2015 in ada 29. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis and pain. No further patient complications were reported.